Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported via email an unspecified "sensor failure" with the adc device, and due to this issue the customer was taken to hospital for treatment for rise in glucose (high blood glucose). There was no further details reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured, and the results were within specification. Therefore, this issue is confirmed to brown out reset. All pertinent information available to abbott diabetes care has been submitted.it was determined that this event was reported twice to the FDA, under both adc reference (B)(4) /FDA MFR report # 2954323-2023-31956 and adc reference (B)(4) /FDA MFR report # 2954323-2023-30991. Therefore, abbott diabetes care considers adc reference (B)(4) /FDA MFR report # 2954323-2023-30991, and all further follow ups will be sent under adc reference (B)(4) /FDA MFR report # 2954323-2023-31956.

Event description:
It was reported via email an unspecified "sensor failure" with the adc device, and due to this issue the customer was taken to hospital for treatment for rise in glucose (high blood glucose). There was no further details reported. There was no report of death or permanent injury associated with this event. The following additional information is being provided in this report: it was determined that the customer additionally contacted adc via phone to report this event, and this was reported to the FDA under adc reference (B)(4) /FDA MFR report # 2954323-2023-30991. The following information was reported during this contact: a "replace sensor" message was reported with the adc device, and the customer experienced a loss of consciousness. The customer was taken to a healthcare provider and was treated with insulin (dose/type unknown) and fluid replacement. There was no report of death or permanent injury associated with this event.